Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 14915026

Event description:
It was reported that the patients lead had evidence of a possible fracture.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 355082.

Event description:
It was reported that the patient's lead had evidence of a possible fracture. Additional received that lead had high impedances and patient had inadequate coverage on the right side. It was noted that patient needs to charge more often and having difficulty charging the ipg. The patient underwent a lead and ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was not released by the facility.